Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back near the shoulder blades. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cortisone for the skin irritation. The patient also reported removing the lifevest to air out the skin irritation. Outcome of the skin irritation is unknown.